Event description:
It was reported that during a knee scope procedure, swelling was noticed in the thigh. At that time the pump had an error message saying "pressure fault." The pump then shut down. Fasciotomy was performed to release the pressure. The case was able to be completed prior to swelling. Patient was admitted for the night for observation then released the following day.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. The complaint on the pump was not confirmed. Visual inspection of the returned ar-6480 pump did not reveal any visible damage or assembly issues. The pump was run with lab tubing at set pressures. Then the outflow tubing was clamped off and as expected per the instructions for use, the pump reported "over pressure" alarm. When the clamp was released, pump returned to normal operation. When the pump was tested with the actual tubing used in the case, the collapsed bladder in the tubing caused the pump to not produce consistent and correct pressures. A collapsed pressure bladder indicates a system setup issue. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.